Event description:
It was reported that a malfunction code, specifically malf 12, appeared on the pump. The customer¿s blood glucose level did not exceed 500 mg/dl, and therefore, there was no adverse impact. Technical support provided instructions on how to reset the pump, and the caller successfully reset it, preventing the malfunction from recurring. The customer was advised to continue using the pump and to contact support again if the issue returned, which the customer understood and acknowledged.